Manufacturer narrative:
Cmpl-(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the pediatric patient developed a skin reaction with reaction with redness, inflammation, drainage, pain, pus, and infection at the needle puncture site. It was reported that it hurt to lift at the insertion site which was the arm. On (B)(6) 2023, the patient was prescribed clindamycin for 10 days by the pediatrician. At the time of the report, the patient was doing well. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.